Manufacturer narrative:
Investigation report attached is on retained samples only. Pending final investigation on returned samples.

Event description:
The reporter noted the following: "luer adapters are breaking off in the chest catheters used to dialyze the patient. When we try to remove the plastic it gets stuck and when we attempt to remove the plastic then it is commonly breaking in the catheter. This has happened 5 times this week ((B)(6) 2024 to (B)(6) 2024) and has led to 1 patient being sent to the ER because we couldn't remove the plastic." Dates of occurrences: 1 on (B)(6) . 2 on (B)(6) . 3 on(B)(6) . Only one occurrence on(B)(6) resulted in patient going to hospital to have cvc replaced. The reporter does not have further updates on the patient. The reporter stated that all of these occurred while attempted to draw labs from cvc. They were slightly twisting off the adapter when it broke off leaving part of the adapter attached to the patient's cvc.